Manufacturer narrative:
Service was dispatched to the site but was cancelled on (B)(6) 2008 because the customer has a bci trained bio med on site. The bio med tech performed high sensitivity system check which passed within published specifications. A definitive root cause could not be determined for this event. This is two of five separate MDR reports related to five pt events associated with a single malfunction report. Reference MDR numbers MDR 21228770-2011-02129, MDR 2122870-2011-02131, MDR 2122870-2011-02132, MDR 2122870-2011-02133 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for five pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. The pt was admitted to the hospital due to the elevated accutni results. No further info is available relating to any further treatment or care. It is therefore, unk if any further treatment or care was provided as a result of the hospitalization.